Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected during treatment on (B)(6)2025.

Event description:
Patient had a sonata treatment on (B)(6)2025 without complication. Patient reported to emergency department on (B)(6)2025 with pelvic pain and tissue prolapsing from vagina. Upon exam, it was determined patient had a necrotic fibroid prolapsing. The treating physician attempted to remove tissue in the office, but unsuccessful. Patient had a hysteroscopic myomectomy on (B)(6)2025 with myosure xl as an outpatient.